Event description:
It was reported that during a multiple posterior fusion procedure at the healthcare facility, a 4-5mm inaccuracy was displayed by the navigation system. It was reported that a c-arm and fluoroscopy were used to confirm accuracy during the procedure. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported inaccuracy was confirmed through investigation of the event in the field.

Event description:
It was reported that during a multiple posterior fusion procedure at the healthcare facility, a 4-5mm inaccuracy was displayed by the navigation system. It was reported that a c-arm and fluoroscopy were used to confirm accuracy during the procedure. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a multiple posterior fusion procedure at the healthcare facility, a 4-5mm inaccuracy was displayed by the navigation system. It was reported that a c-arm and fluoroscopy were used to confirm accuracy during the procedure. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
A product was added as concomitant device for the reported event.